Event description:
It was reported that transmitter not connecting occurred. The data and product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the log was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a transmitter not connecting is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).